Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent cystoscopy, bilateral retrograde ureteropyelogram, exam under anesthesia, and urethral dilation on (B)(6) 2006 due to abdominal pain, dysuria, and history of uti. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced abdominal and pelvic pain, frequency, nocturia, and stress incontinence.

Event description:
It was reported that following insertion the patient experienced abdominal and pelvic pain, frequency, nocturia, and stress incontinence.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.